Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was not returned to manufacturer and the investigation is not concluded.

Event description:
It was reported: date of event: 25-feb-2026, customer: (B)(6) medical ctr [united states]. Complex ureteroscopy case at end of day at syb. Had two separate wire issues wear coating came off distantly. One was a glide and one was either a motion or sensor wire. This hybrid wire may have resulted in foreign body (coating) stuck inside distal stent. See photos. "Just wanted to show you some images of some wires that came apart during a case at syb. The rn there did not save the packaging or the wires." I have not received any info on patient details nor item/lot numbers. "